Manufacturer narrative:
Unable to determine the date of death. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).

Event description:
It was reported that the patient underwent surgery to treat prior laminectomy, degenerative scoliosis, spondylolisthesis, degenerative disc disease, failed prior surgery, deformity, and degeneration. The surgery consisted of plf/psf t8-s1, plif l3-t1 l4-5, l5-s1 using rhbmp-2/acs, local bone, iliac crest, abma, cancellous bone, and posterior instrumentation. The bmp was placed both inside and outside the implant, and posterolateral. At an unspecified time post-op, the patient developed dvt/pe/edema. Two months post-op, the patient died. Cause of death was reported to be diverticulitis ruptured peritonitis dvt, pe. The death was assessed by the investigator as not related to the surgery or the medical devices. Bone healing at 2 months post-op was assessed as ¿undetermined¿.